Event description:
The implantable cardiac defibrillator was explanted due to infection. The infection is being reported under an agreement that was communicated to FDA on november 13, 1997, in which all infections occurring within 30 days of implant shall be reported. This agreement followed an inspection by FDA's san jose office.